Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered a bang to the head at the end of (B)(6) 2015 and since then the sound perception has decreased. Swelling around the implant site was treated and solved within a couple of weeks. As per further examination carried out on (B)(6) 2016, the implant package seemed to have been more prominent since accident. Pain when pressing on implant site was reported. No improvement in the sound quality has been noted. The patient will attend further review appointment.

Manufacturer narrative:
Additional information: based on the currently available information, a damage to the reference electrode caused by the reported trauma seems very likely. However, to determine an exact root cause a device investigation would be necessary. Reportedly the patient is still gaining benefit from the implant system. No re-implantation surgery is considered for the moment.

Event description:
The patient suffered a bang to the head at the end of (B)(6) 2015 and since then the sound perception has decreased. Swelling around the implant site was treated and solved within a couple of weeks. The patient was seen in (B)(6) 2016. The swelling was found to be reduced. However, intermittent pain when pressing on implant site was reported. As per further examination carried out on (B)(6) 2016, the implant package seemed to have been more prominent since accident. Pain when pressing on implant site was reported. No improvement in the sound quality has been noted.